Manufacturer narrative:
H6: ventec contacted the facility's director of nursing, who confirmed that the device had been displaying a "patient circuit disconnect" alarm. Upon investigation, the director observed that the alarm was triggered because the patient had removed their mask. After the mask was placed back on the patient, the device stopped alarming and was observed to function as expected. The device was not returned to ventec for evaluation. The investigation determined that the cause of the reported issue was user error.

Event description:
It was reported to ventec that the device had displayed the patient circuit disconnect alarm. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.